Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 13.9 mmol/l (250 mg/dl) while wearing the pod for approximately 5 to 24 hours. Upon removal from the infusion site (arm), the pod¿s cannula was found to be blocked. The patient also reported a thick deposit of insulin on the arm and noted that the pod was extremely painful during insulin delivery. As treatment, a new pod was applied.